Manufacturer narrative:
(B)(4). Not returned by patient.

Event description:
It was reported that the unknown zimmer abutment became loose and separated from the crown during chewing. There was no damage to the implant and no patient impact. Implant item information was unsuccessfully obtained.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report. Device product code unknown. Narrative was not included in the initial medwatch. Report. Reporter's last name not provided/unknown. Narrative was not included in the initial report. Contact office. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Entered evaluation codes.

Event description:
No further event information available at the time of this report.